Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 (mg/dl) and a seizure. Customer was taken to the emergency room where they were treated with intravenous drips and glucose. Customer's bg levels returned to target and customer was released later that day.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.